Event description:
The customer reported via phone call that they experienced low blood glucose and visited emergency room. The customer¿s blood glucose level was 2.1 mmol/l at the time of incident. The customer did not experienced symptoms due to low blood glucose. The customer treated low blood glucose with food. It was unknown that the insulin pump was on auto mode at the time of incident or not. No further patient complications were reported. The customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.